Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a site/set/cart (air bubbles/leak) issue. The reporter alleged there were air bubbles in the tubing. The reporter stated that user did not notice the air bubbles prior to use. The reporter stated this issue occurred with only 1 cartridge. There is no indication the alleged product issue caused or contributed to an adverse event. The subject cartridge was reportedly lost/discarded and will not be returned for investigation. This complaint is being reported because the presence of air bubbles in the cartridge can result in under delivery.